Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that a catheter break occurred. A fetch®2 catheter was selected for a thrombectomy procedure, target lesion details are unknown. During the procedure, the catheter ¿fractured, completely separated¿ at the ¿mid point¿ of the catheter, while inside the patient. The entire catheter was removed from the patient and the procedure was completed with a different device. There were no patient complications reported and the patient status was reported as ¿fine.¿